Event description:
It was reported to boston scientific corporation that a percuflex plus drainage catheter was used during a ureteroscopy procedure preformed on (B)(6), 2011. (Patient ID, weight and age are unknown) according to the complainant, it was noticed on the cystoscope that the stent snapped during insertion. The patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a percuflex plus drainage catheter was used during a ureteroscopy procedure preformed on (B)(6) 2011. (Patient ID, weight and age are unknown). According to the complainant, it was noticed on the cystoscope that the stent snapped during insertion. The patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Evaluation of the returned device indicated that the proximal coil of the stent was broken off. The tear is consistent with those caused by the suture. The suture was not returned, therefore it is not possible to determine how the suture became detached. The most probable root cause is operational context.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a percuflex plus drainage catheter was used during a ureteroscopy procedure preformed on (B)(6), 2011. (Patient ID, weight and age are unknown) according to the complainant, it was noticed on the cystoscope that the stent snapped during insertion. The patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 confirming the suture was removed prior to insertion. Also confirmed the stent was noticed to be in two pieces while inside the patient. However, no part of the device was left inside the patient.